Event description:
It was reported that patient enrolled in clinical study, underwent left total hip arthroplasty on (B)(6) 2004. A subsequent revision of the stem was performed on (B)(6) 2004 due to femoral subsidence. No further information has been provided.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."